Event description:
Wore cardionet monitor for one month. Used covidien kendall 233 foam electrodes 24/7. Skin appeared burned upon removal after 24 hours of use and center where electrode was located was extremely painful to touch. Pain in abdomen radiating from the electrode areas. Switched to s and w ECG series 383. No burns on the skin, however, burning feeling from the gel and center where electrode was placed extremely painful for days after removal.